Event description:
It was reported that the instrument was broken. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer-reported complaint. Failure analysis found the primary failure of the broken main tube to be related to the customer-reported complaint. The instrument was found to have a broken main tube approximately 0.26" from the distal tip. A piece measuring approximately 0.38¿ x 0.17¿ was not returned with the instrument. Components adjacent to this broken main tube do not show damage. Common causes of the failure mode "broken instrument main tube" are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards, causing it to crack and subsequently break. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.